Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet displayed a persistent alert 67 to restart, with the alert recurring after restarts, rewind attempts, and a factory reset, and the user experienced hyperglycemia up to 400 mg/dl for over three hours that was corrected with subcutaneous insulin via pens; the device was replaced, and the user transitioned temporarily to injections. Symptoms included no reported clinical symptoms. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included review of the complaint history and device data available through user reports and confirmation of replacement logistics, as well as collection of the device for evaluation. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.